Event description:
A us distributor reported that an electrode belt cannot run detect and treat testing

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) was confirmed. The trunk cable wires were reading open. The root cause was unable to be identified. There was no adverse event that resulted from the damaged belt.